Event description:
A other health care professional contacted technical service to report that the golvo 7007 es had an issue, alleged one of the legs fell off the lift. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The customer reported that the product is not available for service/inspection by baxter.

Manufacturer narrative:
The customer reported the issue was caused by a faulty middle beam. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. The customer replaced the middle beam to resolve the reported issue. Although there was no injury associated with this event and it is unknown it the malfunction occurred during use, if the lift leg were to detach during use, it could lead to serious injury or death.